Event description:
Upon a recent follow-up exam of the patient, an x-ray was taken and one of the struts appears to have migrated approximately 3mm anterior of the device. Surgeon believes the struts were not locked during surgery. Surgeon has requested revision to repair struts. Patient has declined revision surgery to date.